Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery that is 100% stenosed. The 2.5x15mm trek balloon dilatation catheter was advanced to the target lesion; however, resistance was felt with anatomy. Once at the target lesion during inflation the balloon ruptured at 8 atmospheres. A 2.5x12mm non-abbot balloon was used to successfully continue the pre-dilatation. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.